Event description:
Report received from france stating "numerous bubbles in the irrigation tubing. No patient impact." Additional information has been requested yet not received.

Manufacturer narrative:
The device was not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.